Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sleeve gastrectomy procedure, the black pusher thumb piece on the two devices could be moved but the devices were not able to fire. A new device was used to complete the case. There was no injury.